Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "loss of input signals". As reported by the clinical support. Specialist: " (B)(6) 2023 around 18:00 pm - [physician] in room adjusting timing (rt present) and ap trigger source was lost from display. Dr. Changed to internal 80 source during troubleshooting and could never obtain ap trigger back on display. Pump changed to autocat 2 wave console (s/n (B)(6)) at 18:20. Ap trigger was working on ac2 wave console. A decision was made to use regular skin leads and increase benadryl on patient for allergy so there would be ECG trigger." No report of patient harm or injury. Additional information states that the patient is stable. See associated MDR 3010532612-2023-00050.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "loss of input signals". As reported by the clinical support specialist: "(B)(6) 2023 around 18:00 pm - [physician] in room adjusting timing (rt present) and ap trigger source was lost from display. Dr. Changed to internal 80 source during troubleshooting and could never obtain ap trigger back on display. Pump changed to autocat 2 wave console (s/n (B)(4)) at 18:20. Ap trigger was working on ac2 wave console. A decision was made to use regular skin leads and increase benadryl on patient for allergy so there would be ECG trigger." No report of patient harm or injury. Additional information states that the patient is stable. See associated MDR 3010532612-2023-00050.